Event description:
It was reported that a patient experienced peritonitis manifested by abdomen pain and cloudy pd fluid coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis event was diarrhea due to an intestinal infection. The patient was treated with unspecified antibiotics and was discharged from the hospital. The patient recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.